Manufacturer narrative:
The device was received for evaluation in an open pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted a cracked light blue main body. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. There were no issues. The reported problem of leak was not verified; however, the sample was out of specification due to he cracked main body. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/therapy date was sometime in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the transfer set was broken which caused the solution to leak. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.